Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting from tandem technical support. No additional information was provided.